Manufacturer narrative:
Upon receipt of additional information and reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown head, unknown; unknown, unknown glenoid component, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06958, 0001822565 - 2017 - 06960.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty. Subsequently, the patient is experiencing loosening and pain. Attempts have been made and additional information on the reported event is unavailable.